Event description:
Customer reported his insulin pump was alarming during an infusion set change. He went to fill the tubing and insulin squirted out. Customer stated he was instructed to rewind and after he did, the device kept alarming. Customer repeated this three times before he called. Customer's blood glucose is 300 mg/dl. He has not treated yet. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted during test. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.